Manufacturer narrative:
Cont¿d d.11: 250 ml braun bag lot j9a155 exp 01/21 0.9% sodium chloride injection. The customer¿s report that the tubing set spike broke off into the IV fluid bag was confirmed. Visual inspection observed that the drip chamber spike was broken and separated from the set. Closer inspection of the break site under magnification showed evidence of tool marks on the surface of broken spike piece side. Functional testing was not performed due to the drip chamber spike break. The breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Event description:
It was reported that there have been two events in which the rn was spiking a new medication bag when the spike broke off into the IV fluid bag. The customer later stated that there was no patient involvement as the event occurred when the nurse was preparing the medication for administration. One event occurred on (B)(6) 2018 at 0200, while the other event occurred on (B)(6) 2019 at 2350.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing set spike broke off into the IV fluid bag once the infusion was complete.